Manufacturer narrative:
Device evaluation: the evaluation of the returned portion of the driveline confirmed wire damage that would have contributed to the reported low speed events that were captured in the submitted log file. The pump was returned assembled with the driveline cut approximately 13.5 inches from the pump housing and the distal portion of the driveline was not returned. The inflow conduit (inlet tube, flex section, and inlet elbow) was not returned. The sealed outflow graft and the outflow graft bend relief were also not returned. The outflow elbow was returned attached to the pump¿s outlet port. Evaluation of the outflow elbow revealed no evidence of depositions or thrombus formations. Visual examination of the pump¿s blood-contacting surfaces upon disassembly of the device also revealed no evidence of depositions or thrombus formations. The driveline was tested for electrical continuity in the condition that it was received and did not reveal any discontinuities or shorts. The silicone jacket and clear bionate layers appeared unremarkable. Shield breakdown was observed approximately 6 inches, 11 inches and 13 inches from the metal connector. A breach in the black wire was observed 11 inches from the pump housing. This breach appeared consistent with abrasion against the metal braided shield. The remaining wires appeared unremarkable and was submerged in a saline solution for hi-potential testing to further verify the integrity of each wire¿s insulation. The test did not reveal any additional breaches. If the exposed conductors of the black wire contacted the metal braided shield while the system was connected to a tethered power source (such as the power module) using a grounded patient cable, the resulting electrical short to ground would have caused the pump stoppages captured in the submitted log file. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device ¿ 1 year and 7 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that a review of the system controller's log file by the manufacturer''s representative showed intermittent low speed advisories and an issue with the percutaneous lead (driveline) was suspected. The manufacturer's technical services representative went onsite and reviewed the x-ray images, which showed an area of concern on the driveline internal to the body. An external driveline repair was not completed and a pump exchange was planned. No further information was provided.